Event description:
It was reported that foreign matter was found before use with a syringe 1.0ml 29ga 1/2in. The following information was provided by the initial reporter, "it's noticed that yellow foreign matter on the cannula tip during priming."

Manufacturer narrative:
H.6. Investigation: customer returned (1) bd 1ml, 12.7mm, 29g u40 insulin syringe in an open blister pack from lot # 7296922. Customer states that there is yellow foreign matter on the cannula tip during priming. The returned syringe was examined and no foreign matter was observed in or on the sample. A review of the device history record was completed for batch# 7296922. All inspections were performed per the applicable operations qc specifications. There was one (1) notification [200739123] noted that did not pertain to the complaint. Root cause cannot be determined at this time as the issue is unconfirmed. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter was found before use with a syringe 1.0ml 29ga 1/2in. The following information was provided by the initial reporter, "it's noticed that yellow foreign matter on the cannula tip during priming."